Event description:
It was reported that the patient underwent a surgical procedure in which competitor product was removed and new hardware was implanted. It was reported that the patient underwent a revision surgery 9 months post-op due to broken rods. A revision surgery is scheduled. No patient complications were reported.

Manufacturer narrative:
(B)(4): films were supplied for review which found: ap, lateral views of child with extreme kyphosis, instrumented from approximately t2-l4. Pedicle screws in t2, t3, l3, l4 with no intervening stabilization. Chance for success with such a construct without anterior release and fusion or more intervening points of fixation is extremely small.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.